Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include stress problem identified. The most probable cause of this complaint is traced cause traced to component failure expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited bending section cover glue peeling and exposed thread with lifted support pins. There was no patient involvement.